Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 45 mg/dl. The customer stated that the pump went into threshold suspend. The customer treated the low blood with food and glucose tablets. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised of the differences between sensor glucose versus blood glucose differences. The customer was advised of why the pump would go to threshold suspend cause her settings was at 70 mg/dl and the reading was below that since her blood glucose was first at 45 mg/dl and went up to 54 mg/dl. The customer was unable to finish troubleshooting as she was tired.